Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the pt (B)(6) was recently implanted with an scs system and noticed that the stimulation stopped for 2 to 3 seconds every hour. The pt also stated that she used the magnet since communication was poor between the programmer and ipg. No further info is available at this time.